Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s 3286 lead migrated. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Reportedly, therapy was restored.